Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd alaris secondary set experienced 6 cases of component separation, and leakage. The following information was provided by the initial reporter: we have discovered a situation with IV bags and IV tubing. We have had a few reports of IV tubing falling out of medication bags after they¿ve been spiked and hung, leading to loss of medication and delaying delivery. One incident occurred with (B)(6) bags, and clindamycin bags. It doesn¿t seem to be a specific sized bag, but I can confirm that currently as well as the type of bag (rigid vs flexible). At this time, there have been 6 incidents and unfortunately only one set of tubing was saved and sequestered.

Event description:
It was reported that bd alaris secondary set experienced 6 cases of component separation, and leakage. The following information was provided by the initial reporter: we have discovered a situation with IV bags and IV tubing. We have had a few reports of IV tubing falling out of medication bags after they¿ve been spiked and hung, leading to loss of medication and delaying delivery. One incident occurred with fentanyl bags, and clindamycin bags. It doesn¿t seem to be a specific sized bag, but I can confirm that currently as well as the type of bag (rigid vs flexible). At this time, there have been 6 incidents and unfortunately only one set of tubing was saved and sequestered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-23. H6: investigation summary: the customer reports the IV tubing has been falling out of the bags, and returned one used set. The set was primed and let to infuse for over an hour, and unfortunately the failure was not recreated. The complaint could not be verified, and the root cause is unknown without an observed failure. A device history record review could not be performed on model ms3500-15 because the lot number is unknown.